Manufacturer narrative:
: Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs baclofen with concentration 4 ,000.0 mcg/ml was being administered via a simple continuous dose rate of 192.2 mcg/day as of (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacture for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from saol. It was reported that the patient's hospitalization was due to the pump pocket infection.

Manufacturer narrative:
Corrected information: the analysis results are being reported in manufacturer's report # 3004209178-2016-15713 as the results are not applicable to the event in this MDR. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 4000 mcg/ml baclofen at 2300 mcg/day via an implantable pump for an unknown indication for use. It was reported that there was an infection in the patient's pump pocket. The pocket site was red, swollen, and had fluid in it. The hcp decided to aspirate the pocket and drew out at least 10 cc of purulent liquid. The patient did not have a fever or any other signs of infection. It was unknown what environmental, external, or patient factors may have led or contributed to the issue. The pump pocket was opened, an incision and drainage was performed, and it was washed out "really well". The patient was noted to have been admitted, antibiotics were started, and they started weaning the patient's baclofen by 10%. Because the patient was on such a high dose and concentration of baclofen, the hcp decided to direct admit the patient to the hospital. It was noted the patient's medication would be substituted with oral baclofen and the hcp did not want to explant the pump until he could wean the patient down. The patient was noted to be "alive - no injury".